Manufacturer narrative:
It was discovered on 07/09/2015 that the incorrect patient code was used on the initial MDR reported to the FDA on 07/06/2015 - MFR # 1049092-2015-00376. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/28/2015.

Manufacturer narrative:
Additional information was received on september 24, 2015 conforming the complainants name. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that holes were found on the aquacel surgical dressing during wear. It was further reported that this occurred with an unk number of dressings and an unk number of patients.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event information requested. No patient complications were reported as a result of this event. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. This complaint issue occurred on (2) separate cases. A separate 3500a form has been completed for the other case. (B)(4).